Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient exhibited significant calcification in the groin region, but there was no complete vessel occlusion. The vascular anatomy showed several curvatures. The patient was anesthetized during the procedure as standard practice. The plan was to introduce a 6f sheath retrogradely into the right common femoral artery (cfa). Subsequently, the proximal cfa and the right iliac artery were to be treated using the stealth 360 peripheral orbital atherectomy device (oad). A transcatheter aortic valve implantation (tavi) procedure was planned afterward. Ultrasound-guided puncture was performed, and the sheath was inserted without difficulty. A 0.035 non-abbott wire was advanced into the aorta without complications. There were no signs of dissection or intraluminal malposition. A 5f catheter was advanced over the non-abbott wire, after which the wire was exchanged for a viperwire advance peripheral guide wire with flex tip; the wire tip was positioned in the aortic arch. The vessel diameter was estimated to be 6¿8 mm, which led to the selection of a 2.0 mm solid oad crown. Upon removal from the packaging, the crown showed no abnormalities. It was introduced into the vascular system and activated at the lowest rotational speed outside the sheath. The crown was advanced retrogradely from the cfa toward the aorta across the stenoses at an approximate speed of 5 mm/s. Required pauses were observed, and continuous flushing was maintained. Start/stop maneuvers were always performed in previously treated segments. The crown was advanced up to the aortic bifurcation. It was recommended to re-treat the previously addressed segments at level 1. For this, the crown was activated distal to the bifurcation and retracted from the aorta back toward the cfa at the same speed. After approximately 10 cm, the crown suddenly stopped spinning within a stenosis. It was unknown if the oad led lights were still lit when the oad stopped spinning. Following a slight repositioning and restart, the obstruction recurred at the same location. Since the lesion could not be safely crossed, the system was moved back toward the aortic bifurcation to plan a safe retrieval strategy. At this point, unusual crown movement was noted: while the viperwire and oad handle were being manipulated, the crown remained stationary. The handle was then pulled back over the viperwire and the oad driveshaft exited the sheath, while the crown remained inside the vessel. The oad had fractured immediately behind the crown proximal to the handle. Additional wires were inserted for more support to retrieve the crown; 8fr sheath was needed. The crown was then successfully captured and removed using a 10mm snare without complications. The intervention was subsequently terminated. The patient was stable. The patient has a follow-up procedure planned for a new aortic valve unrelated to the event. There is no clear indication as to why the crown stalled or how the fracture occurred. Treatment was started distal-to-proximal and the whole vessel was treated once at low speed. Everything was normal. The way back from proximal-to-distal was the problem.

Event description:
It was reported that the patient exhibited significant calcification in the groin region, but there was no complete vessel occlusion. The vascular anatomy showed several curvatures. The patient was anesthetized during the procedure as standard practice. The plan was to introduce a 6f sheath retrogradely into the right common femoral artery (cfa). Subsequently, the proximal cfa and the right iliac artery were to be treated using the stealth 360 peripheral orbital atherectomy device (oad). A transcatheter aortic valve implantation (tavi) procedure was planned afterward. Ultrasound-guided puncture was performed, and the sheath was inserted without difficulty. A 0.035 non-abbott wire was advanced into the aorta without complications. There were no signs of dissection or intraluminal malposition. A 5f catheter was advanced over the non-abbott wire, after which the wire was exchanged for a viperwire advance peripheral guide wire with flex tip; the wire tip was positioned in the aortic arch. The vessel diameter was estimated to be 6¿8 mm, which led to the selection of a 2.0 mm solid oad crown. Upon removal from the packaging, the crown showed no abnormalities. It was introduced into the vascular system and activated at the lowest rotational speed outside the sheath. The crown was advanced retrogradely from the cfa toward the aorta across the stenoses at an approximate speed of 5 mm/s. Required pauses were observed, and continuous flushing was maintained. Start/stop maneuvers were always performed in previously treated segments. The crown was advanced up to the aortic bifurcation. It was recommended to re-treat the previously addressed segments at level 1. For this, the crown was activated distal to the bifurcation and retracted from the aorta back toward the cfa at the same speed. After approximately 10 cm, the crown suddenly stopped spinning within a stenosis. It was unknown if the oad led lights were still lit when the oad stopped spinning. Following a slight repositioning and restart, the obstruction recurred at the same location. Since the lesion could not be safely crossed, the system was moved back toward the aortic bifurcation to plan a safe retrieval strategy. At this point, unusual crown movement was noted: while the viperwire and oad handle were being manipulated, the crown remained stationary. The handle was then pulled back over the viperwire and the oad driveshaft exited the sheath, while the crown remained inside the vessel. The oad had fractured immediately behind the crown proximal to the handle. Additional wires were inserted for more support to retrieve the crown; 8fr sheath was needed. The crown was then successfully captured and removed using a 10mm snare without complications. The intervention was subsequently terminated. The patient was stable. The patient has a follow-up procedure planned for a new aortic valve unrelated to the event. There is no clear indication as to why the crown stalled or how the fracture occurred. Treatment was started distal-to-proximal and the whole vessel was treated once at low speed. Everything was normal. The way back from proximal-to-distal was the problem.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported stopped spinning and driveshaft fracture were confirmed. The reported difficult to advance could not be confirmed with analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture and stopped spinning appear to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture determined that the fracture occurred while spinning in a high-stress environment. The complaint reported that the crown was advanced up to the aortic bifurcation. If the crown was spun at or near the bifurcation, this would likely cause elevated stress on the driveshaft at the crown edge due to spinning in a tight bend. The reported stopped spinning and difficult to advance may be the result of the driveshaft fracture, although this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 (codes 4755, 4118, 3233, and 11 no longer apply).